Event description:
It was reported the patient is deceased. It was further reported the patient appeared to be in an agonal rhythm with atrial tachycardia and no ventricular activity. The device oversensed baseline noise and right ventricular (rv) pacing was inhibited. The patient went into ventricular fibrillation (vf) and a high voltage shock was provided. The device re-detected ventricular fibrillation (vf) and provided therapy several times but the episode did not terminate and the ventricular fibrillation (vf) signal was too small for the device to continue and indicates the arrhythmia was terminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Eight episodes with short v-v intervals were observed on (B)(6) 2016.